Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of diabetic ketoacidosis due to issue with infusion sets. Therefore, the patient was hospitalized and was in coma for one week. No further information was available.

Manufacturer narrative:
MDR retraction : - this emdr is being submitted to retract the initial emdr record with mfg report number: 3003442380-2024-35934 that was submitted on 05 jan 2025 for the reportable issue diabetic ketoacidosis due to issue with infusion sets. Therefore, the patient was hospitalized and was in coma for one week. However, later based on the follow-up, it was found that, "hospitalization was due to the dexcom sensor not the infusion set". Hence, this issue is considered as non-reportable and this emdr will be retracted.

Event description:
To date no additional patient or event details have been received.